Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the user could not perform reprocessing properly due to leakage from distal end caused by crack and remove the foreign material. There was no deviation from IFU in reprocessing steps for the location with foreign material. Although we confirmed adhesion of foreign material in auxiliary water channel from the photos provided, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. User can detect/prevent the suggested event by following IFU below: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.